Event description:
It was reported that the right atrial lead was noted to be fractured, and had loss of capture and sensing. The patient experienced fatigue. The lead was explanted and replaced. The patient was in stable condition post procedure.